Event description:
Synergy xd monorail everolimus eluting platinum chromium coronary stent system noticed to be deformed as it was being advanced into the patient during a percutaneous coronary intervention. FDA safety report ID# (B)(4).